Event description:
A non-health professional reported that, defect was noticed after the implantation and the surgeon had to explant the lenses. Not sure if it was related to the injector or the cartridge. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been three other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).